Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
It was reported that the ventilator had an abnormal noise from the turbine. There was no patient involvement. The service engineer (se) inspected the device. The se found the ventilator had a whistling sound as well as low tidal volume. The se found that the manifold between the turbine and gas outlet was loose and reconnected the manifold to address the reported issue. The unit passed all testing.